Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 0217034. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. The retained samples were inspected and no signs of plunger movement difficulty were identified.

Event description:
It was reported that syringe 10ml saline fill ce plunger was difficult to move. The following information was provided by the initial reporter: stopped flushing at 6ml ¿ interrupted the procedure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline fill ce plunger was difficult to move. The following information was provided by the initial reporter: stopped flushing at 6ml ¿ interrupted the procedure.